Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) had received an inappropriate shock in the primary vector. Review of the episode noted oversensing of noise and low amplitude morphology measurements. Additional information provided from the field indicated the patient was hospitalized with their tachy therapy programmed off. The s-ICD remains in service and no additional adverse patient effects were reported.